Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited intermittent atrial under sense observed on current electrogram (egm). The ra lea remains in use. No patient complications have been reported as a result of this event.